Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, stent placement difficulty and removal difficulties occurred. The 90% stenosed lesion was located in the moderately tortuous and calcified common iliac artery (cia). Another manufacturer's 10.0x40mm stent was implanted. Residual stenosis remained at the proximal part of the lesion. The express vascular 10.0x30mm stent was advanced and became "stuck" in the other manufacturer's stent. The express ld stent was "implanted where the stuck stent occurred." The stent delivery system was attempted to be withdrawn and unable to be removed through another manufacturer's sheath. The stent delivery system catheter and the sheath were removed together. The procedure was completed. No further patient complications were reported. The patient status is reported as "good." This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, stent placement difficulty and removal difficulties occurred. The 90% stenosed lesion was located in the moderately tortuous and calcified common iliac artery (cia). Another manufacturer's 10.0x40mm stent was implanted. Residual stenosis remained at the proximal part of the lesion. The express vascular 10.0x30mm stent was advanced and became "stuck" in the other manufacturer's stent. The express ld stent was "implanted where the stuck stent occurred." The stent delivery system was attempted to be withdrawn and unable to be removed through another manufacturer's sheath. The stent delivery system catheter and the sheath were removed together. The procedure was completed. No further patient complications were reported. The patient status is reported as "good." This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: over 18 years. (B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: visual and tactile examination of the returned device found the device was returned stuck inside a 7 french introducer sheath. The proximal end of the sheath was severely bunched up towards the hub of the sheath. This damage is consistent with resistance being met when removing the device from the sheath. No damage was noted to the shaft of the device that was exiting the sheath. Approximately 21mm of the distal end of the device (the tip and the balloon) was protruding from the sheath. The distal end of the balloon was folded and wrapped around the shaft of the device. Traces of dried blood were present inside the balloon. It was found that when attempting to remove the device from the sheath, the pulling was causing damage to the shaft and also the sheath (which was bunching up towards the hub of the sheath). After several attempts to remove the device from the sheath, the device and the sheath were soaked in warm water with mucosal solution in order to dissolve any build up of blood that may have congulated between the sheath and the shaft of the device. The device was removed from the sheath, the shaft proximal to the proximal balloon sleeve was severely stretched. This damage is consistent with the device being pulled on in order to remove it from the sheath. Visual examination of the balloon revealed the balloon was folded and wrapped around the shaft of the device. There were traces of dried blood present inside the balloon. The device was passed over a 0.035 inch guide wire where it met a restriction 330mm distal to the strain relief. An attempt was made to pass the guide wire through the device via the tip, however this was not possible. From the condition of the device and the fact the shaft proximal to the proximal balloon sleeve was severely stretched it was not possible to test to see if the device was able to be passed through another 7 french introducer sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).